Manufacturer narrative:
(B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lots of debris on the cone of the patient interface. The customer does not know if this was discovered during patient contact. No patient injury and/or complications were reported.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 02/09/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.